Event description:
The account alleged the side rail will not lock in place the side rail is unable to latch. No pt impact.

Manufacturer narrative:
The account found the side rail is missing the flat screw. The account replaced the side rail flat screw to resolve the issue.